Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd micro fine plus¿ insulin pen needle prior to use became clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿drug didn't come out during air purge.¿

Event description:
It was reported bd micro fine plus¿ insulin pen needle prior to use became clogged. The following information was provided by the initial reporter, translated from japanese to english verbatim: ¿drug didn't come out during air purge.¿.

Manufacturer narrative:
H.6. Investigation summary four open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all four samples. Due to the condition the samples were returned no clog testing could be carried out investigation conclusion visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all four samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. Root cause description as all samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.